Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred and the alarms were unable to be cleared. Customer's blood glucose was 150 mg/dl. Reportedly, the alarms were cleared after an hour and insulin delivery was resumed.